Manufacturer narrative:
Findings: unable to verify missing segment due to constant flashing white light on the display. Pump received with a constant flashing white light on the display and constantly beeping due to vertical cracked lcd controller. Pump received with minor scratched lcd window, scratched case and pillowing keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a display anomaly. The blood glucose at the time of the incident is unknown. The customer explained that he took the battery out, but the insulin pump kept alarming and the display was solid white. The customer stated he was working on the kitchen sink at the time of the issue. It was advised to discontinue the use of the insulin pump and to revert to a back-up plan. The insulin pump will be returned for analysis.